Event description:
A caller reported a malfunction on their pump while it was charging. There was no reported adverse impact to the customer's blood glucose level. Customer support provided information and assistance to reset the pump, after which the malfunction did not recur. The customer was informed that they could continue using the pump and to contact support if the issue happened again, which they acknowledged and understood.